Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaws do not open. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer used a backup instrument to continue the procedure on the same system. The procedure was not converted to another dv system. There were no jaws stuck on tissue when the issue occurred. There was no unexpected tissue removal, and no bleeding observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a dislodged set screw from the grip open ring, which prevented the instrument¿s grips from opening. The screw had come loose from its original position and was located inside the housing. No signs of potential fragments were observed. Additional observations related to the customer-reported complaint: the grip open ring was dislodged at the proximal end. The set screw had separated from the grip ring, causing it to shift and subsequently impacting the proper operation of the instrument¿s jaws. The jaws would not open when attempted. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of dislodged set screw is attributed to manufacturing process indicates component susceptibility to damage. The probable root cause of dislodged grip ring is attributed to the dislodged set screw.

Event description:
Refer to h11 for follow-up information.